Event description:
During a code, the device was set at 200 joules and thirteen shocks were delivered to the patient. However, the device indicated that only 158 joules were delivered. The patient was being transferred to a local hospital and upon arrival the patient did have a pulse.